Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device. During functional assessment, it was observed that the locking mechanism was causing vibration. Therefore, the reported condition was confirmed. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
The attachment device was received for evaluation, however the device evaluation has only been completed during the pre-testing phase in service and repair. It was observed that there was an issue with the lock operation. Upon completion of engineering evaluation, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the surgeon discovered a "strange vibration and noise" during pre-testing with an attachment device. The reporter confirmed that there were no delays in the planned scheduled surgery, as an identical spare device was available. There was no patient involvement, adverse outcome or injury alleged. All available event information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. If additional information should become available, a supplemental medwatch report will be submitted accordingly.